Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring inpatient medical management. Review of available information identified that the user experienced nausea and vomiting for several days before hospitalization and attributed the symptoms to gastroparesis. Engineering review of the available device history identified no malfunction alerts or motor errors indicating inaccurate insulin delivery relative to delivery requests and confirmed the ilet behaved as intended. Device history demonstrated that insulin delivery had stopped after the cartridge became empty, and a supply change was not performed, resulting in prolonged interruption of insulin delivery and sustained hyperglycemia. Based on available information, the event is attributed to failure to perform the required supply change after the cartridge became empty. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 1,000 mg/dl resulting in diabetic ketoacidosis (dka). The user was transported by emergency medical services to the hospital, treated with exogenous insulin, and discharged on (B)(6) 2026. No long-term health effects were reported.